Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the buttons were unresponsive. The customer's blood glucose level was 502mg/dl. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.